Event description:
Related manufacturer report number: 2017865-2024-02056. It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. The lead was capped on (B)(6)2024. During lead revision, the pacemaker header would not allow for inadequate insertion of the replacement lead. Attempts to loosen the setscrew were unsuccessful. The device was explanted and replaced, and the operation was successfully concluded. The physician suspected that this header/setscrew issue may have been the cause of the right ventricular lead noise. The patient was stable and asymptomatic.